Event description:
It was reported that during a gastric bypass procedure, the clips opened when clipping. The clamp ejected clips during reloading. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.